Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that clotting occurred during hemodialysis (hd) treatment as a result of the fresenius 2008t machine. The biomed stated that blood within the (non-fresenius) dialyzer clotted upon treatment initiation. The biomed stated that the machine failed to clamp or display an air detector alarm in response to the reported issue. Additional information was obtained during follow-up. A user facility nurse reported that the patient experienced blood loss of approximately 100 ml. The patient did not experience a serious injury or require medical intervention. Treatment was restarted on a different machine and completed successfully with new supplies. The biomed stated the level detector module was replaced to resolve the reported issue. The machine passed testing and was returned to service. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 correction: h6 (device component code) plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the manufacturer investigation indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported that clotting occurred during hemodialysis (hd) treatment as a result of the fresenius 2008t machine. The biomed stated that blood within the (non-fresenius) dialyzer clotted upon treatment initiation. The biomed stated that the machine failed to clamp or display an air detector alarm in response to the reported issue. Additional information was obtained during follow-up. A user facility nurse reported that the patient experienced blood loss of approximately 100 ml. The patient did not experience a serious injury or require medical intervention. Treatment was restarted on a different machine and completed successfully with new supplies. The biomed stated the level detector module was replaced to resolve the reported issue. The machine passed testing and was returned to service. The complaint sample is available to be returned to the manufacturer for physical evaluation.